Manufacturer narrative:
The reported field event of inappropriate pacing was not confirmed in the laboratory. The device was tested on the bench using automated testing equipment, and no anomalies were found.

Event description:
It was reported that the asymptomatic patient presented to the operating room for elective device replacement; it was noted that the patient suspected inappropriate rate response on the pulse generator. The device was explanted and replaced. The patient¿s condition before, during and post procedure was stable.